Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the terminal segment of lead was returned severed at 10.5 centimeters from the terminal pin. The returned segment was subject to direct current resistance testing and passed on all paths, verifying the returned portion of the lead's electrical performance was intact. No further testing was performed. Analysis could not confirm the clinical allegations observed in the field based upon the analysis of the returned portion an initial report was previously submitted to FDA on 08/07/2009; however due to emdr submission issue related to the follow-up report, this is being filed again as an initial report.

Event description:
The system was taken out of service due to the patient's death over five years later. There were no allegations against the products in relation to the patient's death. A portion of the lead was returned almost two years after it was taken out of service.